Event description:
It was reported that the patient with this pacemaker system visited the clinic due to this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts noted that the right atrial automatic threshold (raat) test was suspended due to low evoked response. Ts discussed troubleshooting options with the hcp. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.